Event description:
According to the available information, the tip of the trocar broke and the dynamic anchor was torn from suture. The surgeon seemed to have a hard time getting the dynamic anchor to place into obturator membrane. Used another altis sling and everything progressed as expected. This report captures the anchor to suture break.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. No capas were confirmed in veeva to be associated. Two ncs were identified as associated with this lot number. However, the failure being reported in the complaint (dynamic - anchor to suture break) is not related to the issue identified in the ncs (dynamic - anchor separation). There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional issue reported in b5 is captured under a separate report.